Manufacturer narrative:
Event date: exact date unknown, event occurred some time ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters; upn: m365sc9218150; model: sc-9218-15; serial: (B)(4); batch: 19276123.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.